Manufacturer narrative:
Upon completion of the investigation it was noted that a visual examination of the valve revealed that the stator was dislodged therefore; the cam position/pressure could not be determined. During further investigation it was found that the casing was cracked and it had a cam mechanism imprint on the silicone housing, which might indicated that the device sustained some form of impact causing the cracked condition of the device. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported that after implantation of the device, the patient had a headache. After CT it was noted that the stepping motor in the inlet valve detached from the base. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.